Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump and battery became hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed no evidence of a sudden drop in voltage at the time of the reported temperature issue. The returned battery cap was able to fully tighten to the pump and the pump powered on normally. The battery compartment was intact with no damage observed. During investigation, the pump was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. There was no evidence of moisture or loose components observed inside the pump. No defects or damage were observed to the power circuit. A battery was not returned with the pump. The complaint of a temperature issue was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.